Event description:
The device functioned is intended. The staple line dehiscence post operatively. The surgeon cannot determine the cause of dehiscence. The patient is ok and home now.

Manufacturer narrative:
The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this info, the mfg related records were reviewed and no incident related to the reported event was observed. Complaint info is trended on a regular basis to determine if further investigation is warranted.